Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range pacing impedances on a non-boston scientific right ventricular (rv) lead. There were no adverse patient effects were reported.

Manufacturer narrative:
Event clarification has been requested and it was later reported that the shock impedances were also out of range. The physician elected to replace this lead and also upgrade the patient to a dual chamber device as well. No allegations were made towards the explanted ICD and the physician alleged all a lead issue. The device was expected to be returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field allegations therefore were not confirmed through analysis.